Manufacturer narrative:
H.6. Investigation: it was reported there is a hole in the green plastic part of the needle. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, first with a 10x magnifier lens, and then with a 30x microscope. The needle hub has an imperfection 1/4" from the bottom part. The imperfection did not go through the wall of the needle hub. Each sample was then connected to a syringe with saline solution. No leakage occurred. No other defects or imperfections were observed. It could be possible during the needle hub molding process that an imperfection was created. A device history record review was completed for provided material number 305167, lot number 1026976. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that bd precision glide¿ needle had a hole in the needle hub that led to leakage. The following information was provided by the initial reporter: "there is a hole in the green plastic part of the needle and when you try and pull solvents it is leaking out of the hole."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had a hole in the needle hub that led to leakage. The following information was provided by the initial reporter: "there is a hole in the green plastic part of the needle and when you try and pull solvents it is leaking out of the hole."